Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10794 with corrected information to update the manufacturing site. H3 other text : device discarded.

Event description:
A good faith effort was made to get part back for evaluation associated with this complaint evaluation, but there is no additional information available. The reported part was disposed of by the customer. The customer reported that fse caused a skin lesion. A plastic surgeon was requested, who gave the therapy and a subsequent check-up.

Manufacturer narrative:
A good faith effort was made to get the part back for evaluation associated with this complaint evaluation, but there is no additional information available. The reported part was disposed of by the customer. A plastic surgeon was requested, who gave the therapy and a subsequent check-up. H3 other text : device discarded.

Event description:
A good faith effort was made to get part back for evaluation associated with this complaint evaluation, but there is no additional information available. The reported part was disposed of by the customer. The customer reported that fse caused a skin lesion. A plastic surgeon was requested, who gave the therapy and a subsequent check-up.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the fetal spiral electrode cause a skin lesion that required intervention of a plastic surgeon to medicate the wound.